Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking insulin; an exact location of the cartridge leak was not confirmed by the customer. Blood glucose (bg) level was over 500 mg/dl and a correction bolus via the pump was delivered to correct. Tandem technical support advised the customer to perform a cartridge change to address the issue.